Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose during night and she was unconscious as well she had convulsions, was vomiting and had uncontrolled urination. The mother gave her glucagon and called the paramedics. When they came, her glucose level was already 60mg/dl. The customer thought it was due to stress because the event happened before her baccalaureate exams. Troubleshooting was performed, and everything seems to be correct. It was mentioned that the customer had high blood glucose and she treated with boluses, but the customer stated that the boluses were not bigger than normal. No further information was provided.